Manufacturer narrative:
It was reported that a revision surgery was performed for unknown reason. Sleeve taper broken and removed. The listed device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A medical analysis noted that the knee was bathed in chlorhexidine, then betadine, then lavaged with saline followed by a ¿catheter placed in knee joint for antibiotic administration post operatively¿. Responses and/or clinically relevant documentation was not provided; therefore, the root cause of the revision remains unknown. The placement of a catheter post-revision is suspicious for active infection, but this could not be concluded based on the limited information provided. The patient impact beyond the reported revision could not be determined. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported a revision surgery was performed for unknown reason. Sleeve taper broken and removed.